Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor system. The pump had missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call of a prime anomaly from the insulin pump. The customer's blood glucose reading was 177 mg/dl. The customer stated that insulin squirted out during manual prime. The customer stated that insulin did not continue to drip after letting go to the act button. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. Customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.